Manufacturer narrative:
This report is submitted april 03, 2018.

Event description:
It was reported that the patient experienced pain with and without device use in (B)(6) 2016 and was subsequently hospitalised (date not reported). In (B)(6) 2017, the patient underwent revision. During the procedure the scar tissue was excised and following treatment by the (B)(6) 2017 the pain reportedly subsided.

Manufacturer narrative:
Additional: it has since been reported that the device was explanted on (B)(6) 2018 due to a performance decrement. The patient has been reimplanted with a new device. This report is submitted on april 4, 2019.

Manufacturer narrative:
Analysis of device indicates a device failure. This report is filed on may 15, 2019.